Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately one month after implant the patient presented to the local hospital due to wound dehiscence. A secondary suture was applied. Three days later the patient was again examined by the local surgeon for reopening of the implant site. On the same day the patient had a syncopal episode prior to a ventricular tachycardia (vt) episode that was treated. The patient had vt but because of atrial fibrillation (af) believed to be persistent, the implantable cardioverter defibrillator (ICD) was recalculating again and again, the patient experienced the syncope just after the ICD delivered a therapy. It was noted that the patient had a lot of vt and syncopal episodes in the past. The patient was admitted to the hospital, diagnosed with infection, and placed on intravenous (IV) antibiotics. The device remains in use. The patient is enrolled in the ((B)(6)). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two wound swabs were taken, one from outside, one from inside of the pocket, results - both sterile. The physician indicated that the wound dehiscence was not due to any infection. The device was explanted re-sterilized and implanted on the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.